Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers parent reported via phone call that the customer experienced diabetic ketoacidosis as well as hyperglycemia. The customer¿s blood glucose level was unknown. Customer reported that they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin pump. Customer stated that the auto mode feature was active. Customer stated that they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.